Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacturing date not available for this system at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the spine clamp was defective. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.